Event description:
The user facility reported that wire damage occurred during a procedure. Follow-up communication with the user facility confirmed: the involved visiglide guidewire was used with the basket mechanical lithotripsy (bml); when the bml and the visiglide was introduced into the hepatic portal vein area, a "lodging" feeling was perceived; and following the procedure the involved physician checked the visiglide and found it had been damaged on the distal segment.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. Results: is based on evaluation of user facility information and the returned sample; based upon evaluation of the undamaged portion of the returned sample. Conclusions: is based on evaluation of user facility information and the returned sample; 71 is based upon evaluation of the undamaged portion of the returned sample. The involved device was returned to the manufacturing facility in (B)(4). Inspection of the returned device did not find any kink which would have caused the reported lodging feeling along the shaft. The actual device was inspected along the total length under magnification and the following was confirmed: at approximately 70mm from the distal end, the urethane coating had been cut, exposing the core wire; approximately 50-62mm from the distal end, the coating had been pulled in the distal direction and compressed into an accordion like shape; approximately 186-290mm from the distal end, the ptfe coating had been sheared off in the longitudinal direction; and some shearing of the coating had been generated in the proximal direction from the distal and other in the distal direction from the proximal. Inspection and testing of the undamaged portion of the sample confirmed there were no defects or anomalies and product performance specifications were met. The production lot number of the involved device is unknown. Therefore, evaluation of the device history records is not possible. Although the cause for the reported event cannot be definitively determined based upon the available information, the returned sample is most consistent with the actual device being pulled in the proximal direction in the state of the urethane coating being trapped by an object at approximately 70mm from the distal end, resulting in the cut on the urethane coating and the generation of the accordion like deformation on the green coating. It is also likely that the actual sample had close contact with a sharp object in the state subjected to some repetitive abrading forces which exceeded the coatings adhesive strength, resulting in shearing the coating off the shaft. The device labeling does address the potential for such an event in the instructions-for-use by statements including, "do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion position in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).